Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a follow-up visit, loss of capture was observed. The capture threshold had elevated to an unacceptable value one day after it was implanted. An x-ray performed showed the right ventricular tip appears to have moved. The right ventricular lead was repositioned and only a small portion of the helix came out when screwed into the new position since the helix could not be extended. The patient condition was fine.